Event description:
Additional information received reported that the device had not turned off for a awhile. It was unknown why it would turn off, but they did not think the patient was turning it off in error as the patient did not touch the thing. There was not thought to be any emi involved either. The issue was reported to the physician, who was not concerned with any malfunction at the time. They were instructed to turn the device back on. The device was on and providing therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3889-28, lot# va0qfkq, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The friend or family member of a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported intermittent therapy. The patient's stimulation would be on and then just shut down. The issue had occurred since (B)(6) 2015. The patient didn't know how to change stimulation or use the patient programmer and the reporter did it for her. At 2.2 volts, she didn't feel it. She was on program 1 and was changed to program 2 because she didn't like program 1. At the time of the report on (B)(6) 2015, the patient felt stimulation. She was to follow up with her healthcare provider. No potential event causes, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.